Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with concerns of chest pain and driveline infection workup. The patient reported a green hue on their driveline exit site dressing. The hospital was fairly certain that this reported green color was caused by an infection. It was requested that this be looked at to confirm there are no concerns that could indicate driveline damage. After removing the patient's dressing no damage was observed to the driveline at the exit site, nor was any section noted to be green. Beside interrogation revealed no glaring issues or trends. The log files were reviewed and despite the reported green hue there seemed to be no electrical conductor issue in the log files. Otherwise, the log files captured routine events, and the device was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the driveline infection could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No notable events or alarms associated with the pump were captured. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.